Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. .performed pairing test with nordic bluetooth device: passed tested on transmitter functional tester: passed relevant testing. Performed share log review and confirmed customer complaint of loss of connection. The reported event of a loss of connection was confirmed. The root cause could not be determined.